Event description:
The 760 operating system detected three software errors within 24 operating hours and the ventilator declared a vent inop condition, and opened the safety valve as designed. There was no pt harm or change in therapy.